Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 16-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp) and company representative (rep). Regarding a patient receiving, an unknown intrathecal medication via an implanted pump. For an unknown indication for use. It was reported, that there was a kink in the catheter and they couldn't do the dye study. It was unknown, if there were any environmental/external/patient factors that may have caused or contributed to the event. The catheter was partially replaced where the kink was. The issue was resolved at the time of the report. And the patient's status was "alive-no injury". The patient's weight and medical history were unknown.